Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 4 of 5. The technical service representative (tsr) had the home patient (hp) check for leaks. The hp stated that there was a hole from the catheter in the line. The hp would complete the drain with a manual bag and contact the nurse first thing in the morning. The home patient was contacted to clarify where the hole was located. The hp stated that the hole was in the drain line. The hc was operational and meets device specifications and is safe to leave in the customer's home. There was no patient injury or medical intervention indicated at the time of this report.

Manufacturer narrative:
The sample was discarded by the customer.